Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline. Specific component(s) involved: driveline malfunction. Additional text: outer sheath damage. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; other interventions, specify. Other intervention : driveline repaired. Implant device type: lvad.